Manufacturer narrative:
No information supplied by reporter. Date of event: no information supplied by reporter.

Event description:
Customer reported an inpatient was seen by vascular and coban 2 layer lite compression system was recommended for his care. Coban 2 layer lite was used while the patient was in the hospital. When transferring the patient to the community, the referral stated coban 2 layer compression system instead of coban 2 layer lite compression system. The community ordered coban 2 layer compression system for this patient's care. The patient subsequently developed a suspected deep tissue injury (sdti) to his heel which was later classified as grade 3. No additional information available.